Event description:
It was reported by the customer "after the PICC catheter is sent to the guide wire, when the catheter sheath is inserted to exchange the guide wire, the guide wire cannot be pulled out, and the guide wire is found to be broken, and the outer spring material of the guide wire is drawn, and then the patient is given to relax and slowly pull out the drawn spring and the broken guide wire." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.